Event description:
It was reported that the customer passed away at home. The caller stated that the customer's body has not been released for autopsy. The caller was not aware of the cause of death. The caller stated that the customer used sensors. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. It was unknown if the customer was wearing a sensor at the time of death. The caller did not have the insulin pump at the time of the report. He stated that the device has not been released yet. He stated that he does not know a lot that had happened because he is a truck driver and was not home at the time of the customer's passing. The caller stated that he will not know anything until 01/08/2015. At this time, no further information is available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.